Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro would not come back into the cannula all the way.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. The c-ring assembly was inspected under a microscope; the c-ring was bent, therefore it would not retract over the endoscope lens. While we are unable to conclusively determine a root cause; each cannula is inspected to verify the c-ring smoothly slides over the endoscope lens without hitting or getting caught on the lens, prior to distribution. Based upon the evaluation results and the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).